Event description:
Customer reported the insulin pump alarmed weak battery. Customer's blood glucose was 162 mg/dl. Customer uses (B)(6). Customer was advised of recommended battery type. Self test was performed and device failed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.